Manufacturer narrative:
Additional information received on 12/14/2020: in addition to the elevated blood glucose (bg) level, the customer experienced diarrhea and vomiting. Blood tests were performed and customer received oxygen during the hospitalization. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level reaching 738 mg/dl and diabetic ketoacidosis; cause was not known. Manual injections were administered and correction boluses were delivered to address bg. Customer was subsequently hospitalized for additional treatment. Customer received a drip and insulin infusion as treatment. A system check was performed and the pump performed as intended. Customer was released from the hospital two days later with the issue resolved and no permanent damage.